Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The tubing was rerouted, and the unit was returned to service.

Event description:
The hospital reported not being able to get the desired volume in volume control mode ventilation. There was no report of patient involvement.